Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this event. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during initial drain while the patient was connected. The caregiver stated it felt the connection was secure but, after the frangible was wiggled to open it when troubleshooting an alarm, the connection came off. The renal therapy service agent assisted in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.